Manufacturer narrative:
Please note that this age is the average age of the patients in the stn dbs group reported in the article, as the actual age of patients involved was not provided. Please note that this is the gender of the majority of patients in the stn dbs group reported in the article as the actual genders of patients involved was not provided. Please note that this date is based off the date the article was accepted for publication as the actual event date was not provided. The main component of one of the systems involved in the reported events; other applicable components are: product ID: neu_ins_stimulator, lot# unknown, product type: implantable neurostimulator. Product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
Boel, j.a., odekerken, v.j., schmand, b.a., geurtsen, g.j., cath, d.c., figee, m., van den munckhof, p., de haan, r.j., schuurman, p.r., de bie, r.m.a. Cognitive and psychiatric outcome 3 years after globus pallidus pars interna or subthalamic nucleus deep brain stimulation for parkinson's disease. Parkinsonism <(>&<)> related disorders. 2016. 1353. Sep 19. Doi: 10.1016/j.parkreldis.2016.09.018 summary: effects on non-motor symptoms, mainly cognitive and psychiatric side effects, could influence the decision for either globus pallidus pars interna (gpi) or subthalamic nucleus (stn) deep brain stimulation (dbs) for patients with parkinson's disease (pd). Reported events for stn dbs group: 2 patients with stn dbs for pd experienced substance induced psychotic disorders at the time of publication. Two patients with stn dbs for pd experienced substance induced psychotic disorders between the 1-year and 3-year assessment. One patient with bilateral subthalamic nucleus (stn) deep brain stimulation (dbs) for parkinson's disease (pd) was re-operated on to change the right electrode to the globus pallidus internus (gpi). The reason for the change was not provided. There was no specific device information provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.